Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer was not detected on the bus. The field service engineer (fse) observed that the pyxibus control board was not displaying the proper lights. The pyxibus controller board was replaced. All cables and wires were reseated, and the pyxibus cable was examined. The system was rebooted. The operability was verified using the hardware test application, and the test was completed successfully. The application was launched to allow the escort to access pyxis. Functionality was tested and confirmed to be successful. Proactive systems checks were performed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was failed and not detected on bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.